Event description:
The travenol infusion pump was being used to infuse pitocin 10 u in 1000ml d5w to augment labor. When event occurred the pitocin drip was set at 12 mu/min or 72cc/hm. The infusion pump alarm went off and user punched the start button without looking at the cause of the alarm. The machine resumed functioning with a humming noise. The user left the room and returned 4-5 minutes later. On the users return the patient was in a titanic contraction and the fetal heart rate had decreased to 88. The infusion pump with pitocin was immediately discontinued and impounded. The patient delivered an infant and mom and baby did well. The pitocin had infused more rapidly than ordered. Possibly secondary start rate had not been cleared and the secondary button was pushed causing the rate to infuse at higher ratedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.